Event description:
It was reported that the health care professional (hcp) wished to program biventricular pacing on for this cardiac resynchronization therapy pacemaker (crt-p), but it was already on. The hcp was also concerned about the crt-p right ventricular (rv) pacing 66 percent and left ventricular (lv) pacing 56 percent. Additionally, electrogram (egm) review was requested due to the following egm markers: lvs rvp-tr inh-lvp. It was determined that lv protection period (lvpp) was set to 400 ms, and the hcp asked about programming lvpp off. This programming change was up to physician discretion, and technical services (ts) discussed possible risks. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.